Event description:
It was reported that the ilet user experienced a prolonged high blood glucose on a dexcom g7 while using an ilet system with a steel infusion set in the abdomen after not announcing breakfast. The sensor displayed ¿high¿ for approximately three hours, and the ilet administered correction doses that returned glucose to range without further assistance. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no injury and no medical intervention beyond user-initiated corrections, with no hospitalization. Investigation included case assessment and user troubleshooting and education regarding meal announcements. Investigation of this case revealed user handling related to a missed meal announcement as the precipitating factor, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement.